Manufacturer narrative:
Product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type extension product ID 7482a51, serial# (B)(4), implanted: 2007-(B)(6), product type extension product ID 7438, serial# (B)(4), implanted: 2007-(B)(6), product type programmer, patient product ID 3389s-40, lot# v043266, implanted: 2007-(B)(6), product type lead product ID 3389s-40, lot# v043266, implanted: 2007-(B)(6), product type lead. Analysis results were not available at the time of this report. (B)(4).

Event description:
It was reported that an extension was "frayed" at the header box and "obviously compromised." It was stated that the healthcare provider was in the process of replacing the implantable neurostimulator when he found the frayed extension. The extension was replaced and returned to the manufacturer. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final analysis of the implantable neurostimulator revealed it was at "normal end of life" and had "no telemetry and no output." Final analysis of the extension revealed "the proximal end connector legs were severely stretched. All conductors were shorted (over stress/damage). The #2 and 3 conductors were broke at the edge of the molded rubber (overstress/damage).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.